Manufacturer narrative:
(B)(4). Batch #: v9613w. Additional information was requested and the following was obtained: does the damage to the package compromise the sterility of the device? Yes, it did. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with returned outside its original packaging and the packaging was not returned. Due to the device packaging not being returned, we are unable to investigate further on the reported packaging issues. The device was tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. Additional information was requested and the following was obtained: according to sales feedback (B)(4), the correct lot number is "v9613w". A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.